Event description:
During a cirrhosis esophageal varix banding procedure, a cook 6 shooter saeed multi-band ligator was used. The doctor found that some of the bands could not be deployed. They changed to another product to finish the procedure. They checked the product after the procedure, but found some bands had dropped off at the same time. Clarification was requested regarding the nature of these occurrences. The reporter confirmed that some bands prematurely deployed from the barrel. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: the string was fully intact and contained string knots at either end. Two groups of 6 beads were attached to the string (total 12 beads) as intended. It was noted that the last set of beads that are located on the string associated with the last band (6th band) to be fired on the barrel was not aligned as intended. One bead was located aside the next set of beads (5th band). The length of the string was measured from the braided knot to the end of the braid and found to be within the appropriate mfg specifications. The beads were examined using magnification and found to be filled and no evidence of excess flash was observed. It was also noted that the tip of the barrel was a distinct yellow color. A barrel from an unused device was compared for coloring and the yellow color was not evident. Movement of the trigger cord bead has likely allowed the trigger cord to disconnect from the band and barrel without deploying the remaining band. We can confirm a trigger cord bead has moved from the original position therefore, we can confirm the user may have experienced difficulty with band deployment and premature deployment. Due to the condition of the returned product, a functional investigation could not be completed in regard to the premature deployment and band deployment difficulty ,as all bands had been fired from the barrel and were not returned. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete eval. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our lab analysis of the returned product. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the knot must be seated into the hole or the handle will not function properly. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord slightly if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). The instructions for use direct the user to place the endoscope tip in a straight position during the loading process. Loading the barrel and trigger cord with the endoscope tip curved can contribute to premature band deployment. Premature band deployment can occur if care is not exercised while loading the device onto the endoscope. The instructions for use direct the user to slowly rotate the handle clockwise to wind the trigger cord onto the handle spool until it is taut. The instructions advise the user that care must be taken to avoid premature band deployment when winding the trigger during system preparation. Premature band deployment can also occur if the handle is placed in the firing position before the endoscope is in place inside the pt. The instructions for use direct the user to keep the handle in the two-way position prior to introducing the endoscope. After intubation, the instructions for use direct the user to place the handle in the firing position. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user to maintain suction and deploy the band by rotating the handle clockwise until band release is felt. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user to maintain suction while deploying the band. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user to place the handle in the two-way position before straightening the endoscope. The instructions for use direct the user to remove the endoscope and attach a new ligator if more bands are required. Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.